Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing due to intermittent ventricular undersensing were observed. The patient was asymptomatic. Review of the episodes revealed inappropriate programming. Programming changes were made. The patient will continue to be monitored via remote transmission.